Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The mother reported that the customer visited the emergency room and was diagnosed with diabetic ketoacidosis. The patient's blood glucose was low, between 2mmol/l (36mg/dl) and 4mmol/l (72mg/dl), and so insulin was suspended for over 12 hours. Insulin delivery was resumed in the evening and the patient's blood glucose ranged between 10.8mmol/l (194.4mg/dl) and 13.8mmol/l (248.4mg/dl) by 10pm. By midnight, his blood glucose had reached 16.8mmol/l (302.4mg/dl). The mother stated the patient's blood glucose began to decline when they gave a bolus of .45u.